Manufacturer narrative:
(B)(4). Review of the most recent repair record determined the communication issue was traced back to the evac. However, the cart would not power on as the power inlet module was fried . The power inlet module was replaced to resolve the issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a communication error. This event did not occur during surgery and there was no known impact or consequence to the patient. Upon evaluation of device, it was discovered that the power inlet module was fried, no adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.